Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with frontal ip-pc. Upon troubleshooting, fse found that the issue was due to a problem with ippc cmos battery. To resolve the issue, fse replaced the ippc and hard disks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device does not start up properly. The device was not in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and replaced image processing computer and hard disk drive (hdd) which resolved the issue. The device was returned to use in good working order.